Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a low blood glucose level. Blood glucose level at the time of the call was 164 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the insulin pump did not show any malfunction. Customer also reported a recent blood glucose level of 365 mg/dl, but declined troubleshooting. The insulin pump was not replaced or returned for analysis.